Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports, the rt palindrome catheter cuff had migrated out of the tunnel track, leaving the felt cuff exposed and visible. The catheter needed to be removed and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.